Event description:
It was reported that the end of the flex arm is stripped and will not tighten. No complications were reported.

Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.